Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after and implant duration of approximately (B)(6) months, due to perivalvular leak. Based on the follow-up with the health care provider, the explant was not related to any device malfunction. The explanted device was replaced with a model 3300tfx. Per the operative report, the valve was seen to be fairly dehisced with a large defect in the region of the commissure between the left and right sinus. The old valve was excised and replaced with 25 mm edwards bioprosthesis valve. The valve seated down well and tied snugly, and grossly on inspection of the interior surface, there was no defect that could be seen anywhere with the row of pledgets lined up nicely shoulder-to-shoulder all the way around, including the reinforced pericardial patch. After resuming the cardiac activity and starting to fill the heart and checking the valve, there was still a small defect present close to but not exactly at the same place that the old area was. This is an extremely small defect, but could not be sure if that would be close with protamine. The patient was re-cross clamped, re-arrested and two pledgeted sutures were placed in addition in the area of the leak incorporating the pericardial patch. The aortotomy was closed and the heart de-aired again. The cross-clamp was removed, and again at this point, after weaning off bypass, there was no visible defect in that area. Protamine was given and the cannulas removed. At the end of protamine, there was no defect that was seen perivalvular. The patient was taken to the open heart recovery in stable condition.

Manufacturer narrative:
Device not returned. Unfortunately, the edwards device was discarded; therefore, the root cause of the reported event could not be investigated. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although the root cause cannot be confirmed, it appears that the perivalvular leak was due to "the valve was seen to be fairly dehisced with a large defect in the region of the commissure between the left and right sinus" that was noted in the operative report. No further actions are possible with the available information.